Manufacturer narrative:
Since the original report was filed, the investigation has concluded. There was no product or data logs returned. The clinical report of the thrombus and cva were reviewed. The thrombus development is attributed to patient condition. The cva was deemed to be unknown/unrelated to the use of impella as no evidence or clinical imaging was provided. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the cerebral event is on-going at this time. The impella product and further clinical details have not yet been shared. Upon completion of the investigation, a final report will be filed.

Event description:
An impella cp was placed to support a patient suffering from many cardiac and multiorgan comorbidities. The cp was placed via the right femoral artery in the cardiac catheterization lab. Due to the multi-vessel coronary disease he was referred for bypass surgery. When in the ICU awaiting bypass surgery he suffered from a cerebral vascular event. The patient had a previously observed a thrombus on the impella during a daily echo. This thrombus had prompted the team to adjust the anticoagulation regimen. The presumption was that the thrombus could have embolized and cause the cerebral event.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2021-01150 was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
H.6 code 4440 was inadvertently omitted from the initial manufacturer device report number 1220648-2021-01150 and was added.